Event description:
It was reported to an aci sales professional that a (B)(6), male, pt, underwent a diagnostic coronary catheterization procedure on (B)(6) 2009. Access was obtained via 6f sheath. The physician, trained to the mynx procedure, proceeded to prep and deploy the mynx closure device per the instruction for use (IFU). Hemostasis was achieved successfully. The pt was ambulated and discharged per hospital protocol. Two days later, the pt presented back to the hospital with pain and swelling at the groin. Pt was on plavix, lipitor, coumadin and aspirin. It was reported that the pt presented to the emergency room (ER) with a pseudoaneurysm (psa) confirmed by ultrasound. The pseudoaneurysm measured at 5 cm in length, yet was narrow although definite in measurement. The pt was treated successfully with a thrombin injection. The thrombosed pseudo measured 4.3 x 1.3 x 2.2. It was reported that the pt recovered without further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.